Manufacturer narrative:
Investigation description. The device exhibited no evidence of external damage or abnormal mechanical wear. Upon placement on the charging pad, the device powered on as expected. Functional testing confirmed the device could be wound and rewound without issue and successfully executed all available commands per design specifications. Review of the downloaded event logs identified a temporal correlation between alert 38 (motor stall) and multiple occurrences of alert 34 (occlusion). Repeated occlusion events ultimately resulted in motor stall and an ¿unable to proceed¿ condition. Additionally, a dried residue consistent with insulin was observed within the drug chamber, further indicating the presence of an occlusion event. The device was not received with consumable supplies, which may have contributed to the occlusion condition observed. During a dry-run evaluation with no supplies installed, the device operated as designed. The customer-reported alert 38 (motor stall) condition was confirmed.

Event description:
It was reported that an ilet pump generated multiple alert 38s for consecutive stalled motor events, the user was unable to complete a rewind with no cartridge attached, and a replacement was arranged with guidance that the device was no longer water resistant and that backup therapy should be in place. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem identified with the device, consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.